Event description:
The implant failed due to poor bone condition. Traditional 2 stage surgery. Bone graft material was used. Poor oral hygiene. Poor bone condition. Tobacco use.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod. See scanned pages.